Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there is a piece of rubber from the needle puncturing the vial. To aid in the investigation, six samples were received for evaluation by our quality team. Five samples came in sealed packaging blisters and one sample came with no packaging. A visual inspection was performed with 30x magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305180, lot 4298589. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305180, batch # 4298589. Verbatim: when mixing a 1g cetriaxone vial (apotex corp, lot 4017kfmhl1) with saline, I noticed a black fleck int he vial. On close inspection, it was a piece of rub from the needle puncturing the vial. A red blunt tip needle (bd blunt fill needle 18gx 1 1/2 tw, lot # 4298589) was used. Removed all red blunt tip needles from use on the unit and advised staff not to use in case it is the needle. When dispersing this information, 2nd nurse reported this has been an issue she have had 2-3 other times." Additional information: can you please provide an exact date of event in this format mm-dd-yyyy? 02-18-2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm. Caught before reaching patient. Could you please confirm the total number of occurrences? At least 4 known instances.